Event description:
It was reported that during a laparoscopic cholecystectomy procedure, these two devices failed to apply properly closed clips. The case was carried out and finished by opening a same like device . No adverse patient consequences reported. The devices were unfortunately discarded by the hospital and won't be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.